Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufactures investigation conclusion: the explanted pump was returned for evaluation. Upon the evaluation of the returned device, a thrombus was found within the device. The account communicated that the patient underwent a routine heart transplant on (B)(6) 2018. The pump was returned with the driveline severed approximately 3.5 inches from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 4 inches of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Visual inspection of the inflow and outflow cannulas did not reveal any evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the interior of the pump cover revealed a red, flat, tissue-like deposition on the textured-surface above the rotor. The deposition was loosely seated, not adhered to the textured-surface, and lacked laminated layering which suggests that it did not form in this location. The origin and duration of time for which the deposition was present in this area cannot be conclusively determined. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it did not appear to affect pump function as the patient was routinely transplanted. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a routine transplant on (B)(6) 2018. Upon evaluation of the returned device thrombus was found.